Manufacturer narrative:
Allergan has initiated a CAPA investigation into this late report. A review of the device history record has been completed. No deviations or non-conformances noted. The event of varied injuries is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation: visual analysis showed white particles on the inner surface of the device, brown particles on the outer surface, and wear abrasion and discoloration of the shell. Microanalysis showed white particles in the diaphragm valve. A leak test found no leakage in the fill channel of the diaphragm valve. A fill inspection showed no blockage at the port hole of the diaphragm valve. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Unsatisfactory results ¿ patients should be informed that dissatisfaction with cosmetic results related to such things as scar deformity, hypertrophic scarring, capsular contracture, asymmetry, wrinkling, implant displacement/migration, incorrect size, and implant palpability/visibility may occur. Careful surgical planning and technique can minimize, but not preclude, the risk of such results. Pre-existing asymmetry may not be entirely correctable. Revision surgery may be indicated to maintain patient satisfaction but carries additional considerations and risks. The fill volume range is specified on the product package labeling and data sheet. Following recommended fill volumes can decrease the possibility of shell wrinkling and crease fold failure. Do not underfill or overfill the breast implant beyond the range specified.

Event description:
Documentation received from a patient representative states upon implant surgery, the devices were filled to 500 ccs, which is more than their recommended fill capacity. Documentation also alleges the patient has ¿suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life [¿]. The losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. Device has been explanted. This record is for the right side. See MFR # 9617229-2017-02945 for the left side.